Event description:
Pt felt intermittent pain in hand and leg while undergoing thoracic spine MRI. Two-three days following MRI, pt noted open sores size of pencil eraser, on hand and leg. Assessment of MRI technque and pt positioning confirmed that pt not in contact with magnet nor any metal object.